Event description:
It was reported that the patient had a minor surgery today and they needed help learning how to turn therapy off for it. They had never yet used the communicator or dbs therapy app. At first the appropriate screens came up to pair the tm90 with the handset but then after attempting to pair the tm90, the patient kept getting not found communicator and switching communicator didn't resolve. The circumstances that led to the reported issue were asked but unknown. Patient services (ps) had patient turn blue tooth off and back on in the handset. Patient was then able to pair the communicator with the handset. Patient was able to get into the dbs therapy app. During the call the patient turned therapy off electively and said "man that really hits me [when therapy is off]," patient turned therapy back on and this resolved. The troubleshooting steps that were taken on the call resolved the issue. The patient's relevant medical history included patient mentioned that before they had dbs placed, they had been told that they had seizure disorder for years and they said that's what had been causing the tremors. Pt said they finally went into the hcp and it was found that patient had severe tremor from parkinson's. Patient said now with dbs they tremor once in a while but that dbs helped a lot.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.